Manufacturer narrative:
The reported event of could not tighten the setscrew to fix the lead was confirmed while the reported event of electrogram anomaly was unconfirmed. As received, a device was returned for analysis. Analysis revealed the user of the torque wrench during the repositioning procedure made numerous off-center incorrect wrench insertions. The reported event was caused by the user¿s incorrect use of the torque wrench. No other anomalies were identified.

Event description:
Related manufacture reference number: (B)(4). It was reported that the patient presented post implant procedure. Upon interrogation, it was noted that the pacemaker exhibited abnormal ECG. Programming changes were performed. Further investigation noted that the right ventricular lead (rv lead) was dislodged. During reposition procedure, it was noted that the connection between the rv lead and pacemaker was loose. The reported pacemaker was explanted and the rv lead was repositioned and reconnected to a new pacemaker. The patient was in stable condition.